Event description:
The user stated the barcode on the control vial did not read. The analyzer ran tests on the control vial, however, assigned the results to a pt which was previously programmed for that sampling position. The user stated the pt sample had been manually programmed on the e411 earlier, but was actually tested on the cobas 6000 analyzer. The troponin t result from the control material which was reported as the pt result was 2.14 ng per ml. The result from the control material ran as the control was 2.13 ng per ml. No pt results from the cobas 6000 were provided. The user stated the incorrect result was not reported, but stated it could have been reported. The field service rep determined the system did not read the barcode of the control vial. He performed physical and automatic sample barcode reader adjustments. To verify the analyzer operation, he ran several vial of qc without error.